Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on both the right atrial (ra) and shock channels that was able to be reproduced with isometrics. It was noted that there was no noise on the pace sense channel for the right ventricular (rv) lead. During an upgrade procedure over a year later, the physician elected to explant the device and surgically abandon the all the leads due to continued noise on the ra and shock channels. A new system was placed on the opposite, right, side of the patient. No adverse patient effects were reported.